Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, product type: extension. Product ID neu _unknown_lead, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) reported a patient that was recently implanted with deep brain stimulation (dbs) was experiencing hemi-body jolts in the body side that was ipsilateral (the same) to the hemisphere to be stimulated. For example, there were jolts in the right side of the body when the hcp was doing the manipulations for the left body (right brain). The manipulations included measuring electrode impedances (not therapy impedances) and changing electrode configurations. This occurred when a second hemisphere was implanted. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.